Event description:
Account states that: a 2.75x38 stent was insert through an ebu 3.25 catheter. At the meeting point of the left main and the aorta, the physician noticed that the stent fell from the balloon, he took out the delivery system, inserted a small balloon and inflated it inside the stent that remained on the wire and slowly pulled it out. A photo of the stent is attached, the delivery system was not saved.